Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation at the shaft and collar, and a kink in the hypotube located 8mm from the collar. Inspection of the rest of the device found no damage or defects.

Event description:
Reportable based on device analysis completed on 21-mar-2019. It was reported that the guidezilla failed to cross the stent. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter failed to cross the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation at the shaft and collar.